Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that the device was life changing. Patient said up until 3-4 months ago they had a "98% success rate". Patient said 3-4 months ago their "success rate" went down to 85%. Patient said 3-4 months ago they had an emergency pacemaker put in. Patient was in the hospital for 2 weeks and put on 2 different meds. Patient has tried the different programs in the past and found only 2 of the programs hit the right area. Patient noted program 7 made them feel like they were having a baby. Patient said they now have to wear depends all the time and sometimes don't know that they have had a bowel movement. Patient said they had surgery that destroyed the nerves and muscle tissue when they took off a very large polyp which is why they have the device. Patient had the ins replaced in 2022. Patient said they were having pain at the implant site and the ins was close to the surface. The lead was left in the same place because they were working. Patient asked if the electrodes on the lead could be checked remotely. The patient was redirected to their healthcare provider (hcp) to further address the issue. Reviewed healthcare provider can page the manufacturing representative to be at the appointment. Patient moved and doesn't have a managing healthcare provider, patient said they have looked at our website and are working on finding a hcp.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the ins being too close to the surface was their first device and not their current device.